Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer was getting fault 32056 pointing to universal surgical manipulator (usm) 3 when starting the system. The customer restarted the system several times, but the issue persisted. The technical support engineer (tse) guided the customer to another restart, but the error came back. The tse advised starting the system with 3 usms, but the surgeon refused. The procedure was aborted with no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32056 and 1123 error was confirmed but not replicated. In logs, the 32056 error was followed by a 1123 error found indicating fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight assembly and flat flex cable (ffc) were inspected, but no faults could be identified. As a result of these findings, failure analysis concluded that the yaw searchlight assembly and ffc are consistent with the reported event and are the potential root cause for this issue.